Manufacturer narrative:
(B)(4). Device product code: mqn. Medical product: biomet microfixation cmf system 30mm drive screw, catalog #: sp-1886, lot #: 470570 or 711860, unknown screws. Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00249.

Event description:
It was reported there was a revision due to the drive screw breaking during control visit. It broke when the turning is done. It happened on one side only. The other side is fine. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.